Manufacturer narrative:
The operator manual provides guidance on the avoidance of electrical shock, fire, and explosions due to the battery pack and possible hazards posed by the battery pack.

Manufacturer narrative:
The customer's meter and base unit were requested for investigation. The returned meter and base unit both showed damaged areas. The battery was removed from the meter and the battery lid was detached. The battery had a defective lithium cell, which caused the issue.

Event description:
The initial reporter stated that accu-chek inform ii meter serial number (B)(4) caught fire while on the accu-chek inform ii base unit serial number (B)(4). There was flame and smoke coming from the inform ii meter. The laboratory employees left the room the device was in but did not need to evacuate the facility. It was reported that the battery was allegedly changed at some point in time but the exact date was unknown. When the battery was purchased, was requested but unknown. There was no allegation of harm, personal injury, or other damage.